Event description:
A customer had been using these strips and began having problems. When testing with the control solution, the reading should be 100 and customer was receiving a reading of 130. Upon switching back to the brand name strips, the reading was 101. Upon switching back to this generic brand, the reading was 128. The readings with this generic product are much higher than normal. Rptr also noted double checking the machine and that was okay.